Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Implanted date - (B)(6) 2010.

Event description:
A patient underwent a left hip arthroplasty and was revised approximately three years post-implantation due to aseptic loosening.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3002806535-2016-00834.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2016-01855 / 01856 / 01857). Device location unknown.

Event description:
A patient underwent a left hip arthroplasty and was revised due to aseptic loosening.